Event description:
The weck distributor reported the incident in july 2004. The initial report indicated that during a laparoscopic procedure, the last clip indicator fell out of the applier when actuated and fell into abdominal cavity. The applier used was a hem-o-lok automatic endo 5 ml applier. There was no additional info reported on the previous day. Upon further correspondence with the weck distributor, additional info was reported the 12th day. The distributor reported that the surgeon was able to retrieve the indicator from the pt's abdominal cavity. Distributor also noted that the surgeon did not follow the instructions for use (IFU) and used the device incorrectly. No pt injury occurred. No additional info has been reported as of october, 2004. A device from the same lot of the actual device involved in incident was evaluated. Device failure related to user handling.